Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 1.5mg/ml at minimum rate via an implantable pump. It was reported that the patient complained of the pump feeling loose in the abdomen. The managing physician had difficulty refilling the pump and also tried to do a dye study and was unsuccessful full. The patient was referred to the neurosurgeon. The environmental, external or patient factors that may have led or contributed to the issue was there were no falls, but a reported weight loss of 25lbs. The patient had surgery on (B)(6) 2021 to tack down the pump in the pocket and a catheter revision. Per the surgeon, the pump segment was coiled in pocket and the pump was flipping in pocket due to weight loss. A portion of the pump segment catheter was removed and replaced with new pump segment. The patient would follow up with the managing physician for medication refill and management. The patients pump was kept on minimum rate. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.